Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a syringe containing omegaven was found empty 7 hours after it was started. Omegaven is typically dispensed with exactly with appropriate dose for 12 hours. It was noted that the clinician confirmed the correct rate during change of shift. At approximately 0000, the pump alarmed that the syringe is empty and new syringe was scanned and loaded into the pump. The correct rate was again confirmed. The rn checked to see the initial scan time of the first syringe and noted that the first syringe ran empty before it should have. It is suspected that the pump did not recognize a syringe change, which resulted in an over delivery of fluid. The hospital's clinical engineer stated that there is no evidence in the device logs that the pump alarmed empty at 1719, but it did indicate that the syringe clamp was opened and closed, which usually indicate a syringe change. However, the logs did not indicate that the clinician received a syringe selection confirmation window. It is the clinical engineer's opinion that this could indicate the pump still thought that it had a bd 10 ml syringe that was detected at 1657. The clinician reported to the clinical engineer that the the syringe was changed at 1719 wherein a bd 30 ml syringe with approximately 16ml of of fluid was installed in the pump. The syringe ran dry at 2151. There was patient involvement but no harm.

Manufacturer narrative:
Correction : omit g02001 - antenna. Additional information : imdrf annex a, g, c and d grids.

Event description:
It was reported that a syringe containing omegaven was found empty 7 hours after it was started. Omegaven is typically dispensed with exactly with appropriate dose for 12 hours. It was noted that the clinician confirmed the correct rate during change of shift. At approximately 0000, the pump alarmed that the syringe is empty and new syringe was scanned and loaded into the pump. The correct rate was again confirmed. The rn checked to see the initial scan time of the first syringe and noted that the first syringe ran empty before it should have. It is suspected that the pump did not recognize a syringe change, which resulted in an over delivery of fluid. The hospital's clinical engineer stated that there is no evidence in the device logs that the pump alarmed empty at 1719, but it did indicate that the syringe clamp was opened and closed, which usually indicate a syringe change. However, the logs did not indicate that the clinician received a syringe selection confirmation window. It is the clinical engineer's opinion that this could indicate the pump still thought that it had a bd 10 ml syringe that was detected at 1657. The clinician reported to the clinical engineer that the the syringe was changed at 1719 wherein a bd 30 ml syringe with approximately 16ml of of fluid was installed in the pump. The syringe ran dry at 2151. There was patient involvement but no harm.

Event description:
It was reported that a syringe containing omegaven was found empty 7 hours after it was started. Omegaven is typically dispensed with exactly with appropriate dose for 12 hours. It was noted that the clinician confirmed the correct rate during change of shift. At approximately 0000, the pump alarmed that the syringe is empty and new syringe was scanned and loaded into the pump. The correct rate was again confirmed. The rn checked to see the initial scan time of the first syringe and noted that the first syringe ran empty before it should have. It is suspected that the pump did not recognize a syringe change, which resulted in an over delivery of fluid. The hospital's clinical engineer stated that there is no evidence in the device logs that the pump alarmed empty at 1719, but it did indicate that the syringe clamp was opened and closed, which usually indicate a syringe change. However, the logs did not indicate that the clinician received a syringe selection confirmation window. It is the clinical engineer's opinion that this could indicate the pump still thought that it had a bd 10 ml syringe that was detected at 1657. The clinician reported to the clinical engineer that the syringe was changed at 1719 wherein a bd 30 ml syringe with approximately 16ml of fluid was installed in the pump. The syringe ran dry at 2151. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.